Manufacturer narrative:
(B)(4) - separates is not listed in the instructions for use. Event is still under investigation.

Event description:
The physician attempted to deploy the stent and the left hub which is supposed to be pulled toward the additional hub did not work properly; the stent catheter delivery system separated from the hub. There was no harm to the pt however this difficulty made the procedure more difficult. The stent was poorly deployed. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.